Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that when adjusting the monitor cable, the reported issue could not be resolved. The representative reported that when confirming the connections on the monitor to the computer, the issue was resolved though startup time of the monitor was delayed. The monitor for the navigation system was then replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system became unresponsive and displayed that there was no input detected on the monitor. To complete the procedure, a second medtronic navigation system was brought into the operating room (or). The reported issue occurred while registering the patient. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The monitor for the navigation system was returned to the manufacturer for evaluation. Testing found that a white raster would display without an image. When a sync was prompted, the display would function as designed. Following the power being recycled, the raster would reappear. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.